Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that the ilet touch screen became damaged with discolored vertical lines and was inoperable after the user bumped the device while it was clipped to a belt on a golf cart; a replacement device was provided, and the user was instructed on shutdown, data handling, return process, and continued cgm use. Symptoms included loss of display function without alerts or alarms. Outcomes included temporary interruption of pump usability with the user manually managing blood glucose and continuing cgm monitoring. Investigation included complaint intake, verification of shipping and return logistics, and review of device use conditions. Investigation of this device revealed physical damage to the display consistent with impact while worn, aligning with a device display hardware failure localized to the screen component. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external mechanical impact.